Event description:
The graft frame was unable to achieve a seal at the superior attachment. Bilateral stents used to improve flow. Unable to advance contralateral wire. No further interventions required and case completed.